Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. Updated fields: h11. A service history record review was conducted, and no issues were identified. There were no recent, similar repairs done to this unit related to this component.

Event description:
No additional information from the customer.

Event description:
It was observed that during the device evaluation, the flex video scope had white residue inside the air water channel and cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.